Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
The reporter, the pt's mother, reported that on (B)(6), 2011 at 4:15 pm the pt rec'd a bolus dose of 0.7 units insulin without user intervention. The reporter denied that the pt had used the meter remote to give himself the bolus. The pt had obtained blood glucose readings ranging from 40 mg/dl to 50 mg/dl on an unspecified date. The pt did not report experiencing any symptoms of high or low blood glucose levels, and did not seek medical attention. The pt administered self-treatment with juice to raise his blood glucose levels. Troubleshooting revealed the basal rates are programmed correctly, and the pt's technique was correct.